Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed the volume knob spins in place and is loose. The back side of the chassis is bowed in from impact/drop damage. Functional evaluation revealed the unit does not detect the wand properly, a 0/6 is displayed when a wand is plugged in. The unit was opened and found multiple points of damage. There are pins bent on a daughter board, multiple inductor coils are loose from their saddles, a screw is missing its nut to hold it in place on the daughterboard, a cable is disconnected from the daughterboard, and a heat spreader pipe is loose. The complaint is confirmed. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include an impact event to the device inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the fa coblator ii controller (120v) did not recognize the wands. Incident occurred before the procedure. It is unknown how the issue was solved and there was no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.